Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via the right axillary artery for mechanical circulatory support. It was reported on support day 2, the pump had lower than expected flows for the set performance (p) level. There were no reported alarms or suction issues. The physician repositioned the device, which did not resolve the issue. An echocardiogram was performed and revealed the pump to be well positioned and measured 4.2 cm form the aortic valve. It was noted that p-6, the flows were 3.6 l/min. The decision was made to leave the pump in place. It was noted that the patient¿s blood pressure was within the physician¿s expectations and there were no impella alarms. A medical plan was made to wean the pump the following day. It was noted that the patient expired the following day while on impella support. Additional clinical details, including perioperative course, contributing factors, and cause of death, were unavailable at the time of reporting.